Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned; therefore, the investigation was limited. A device history record could not be completed as no lot number was received. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. Root cause description: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked contrast solution during the injection, and the contrast injection increased pressure to "<300psi" before dropping and injecting normally. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reported another leakage during contrast injection on CT. Check without problems, with contrast injection increasing pressure <300psi, then pressure drops and injection proceeds "normally". So it seems that something in the venflon "snaps" so that the contrast can run away via the sideport."